Event description:
The f-tip vacurette broke during a vacujm curretage procedure that was performed after the pt had a missed abortion. Due to fibroids of the uterus, the dr had trouble guiding the f-tip vacurette into the uterus and the f-tip possibly went up a blind path. When trying to remove the f-tip, it became stuck. Force was used to remove the f-tip vacurette and the tip broke off. It could not be determined if the tip remained inside the pt. An ultrasound and a hysteroscopy were performed to locate the tip. Neither procedure showed signs of the tip.